Manufacturer narrative:
Upon analysis of the returned product, no issues were found with the system. The initial issue could not be duplicated. There were no problems found with double beeping, however, the downstream sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 infusion system was double beeping with no cassette. There were no reported adverse events.